Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized last week with a low blood glucose reading of 15 mg/dl. The customer stated that he went into a diabetic coma. The customer stated that he has been experiencing low blood glucose levels for the past couple years. The customer changed the infusion set the day prior to the event, and he was not connected to the infusion set during the manual prime. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct. The insulin pump was not exposed to a high magnetic field. Nothing further was reported.